Event description:
It was reported that the patient underwent an initial hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure occurred on (B)(6) 2014 due to pain. The head and stem were removed and replaced. Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, dysfunction, soreness, decreased range of motion, difficulty walking and bending, device fretting/corrosion causing metals to be released in bodily tissue, and damaged tissue. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Event description:
It was reported that the patient underwent an initial hip arthroplasty on (B)(6) 2011. Subsequently, a revision procedure occurred on (B)(6) 2014 due to pain. The head and stem were removed and replaced. Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2011. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain, dysfunction, soreness, decreased range of motion, difficulty walking and bending, device fretting/corrosion causing metals to be released in bodily tissue, and damaged tissue. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient medical records revealed the (B)(6) 2014 revision was due to pain. The patient's operative report noted scar tissue, fluid, and a loose stem. Additional information received in patient medical records revealed patient's blood was tested on (B)(6) 2014. All components were removed and replaced with competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2014-05832 and 07153 / 07155).